Event description:
The manufacturer received information alleging an issue with a ventilator's power supply cord. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply cord was replaced to address the issue.